Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report received. It was reported that there were retention of fluid between the metal on metal liner and socket implant. The chromium and cobalt levels were elevated, shifting, grinding, popping, dislocations and chronic pain. It was also mentioned that the hip implant has caused needs to consider and force the company to recall the implant. Doi: (B)(6) 2008: dor: (B)(6) 2011 (unknown hip).